Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure performed on (B)(6), 2010 ((B)(6) male; weight unknown). According to the complainant, the patient's anatomy was not tortuous and the physician was able to position the stent within the stricture. Once in position, the physician attempted to deploy the stent by pulling the deployment suture. The deployment suture was not caught on anything, but seemed to be stuck and would not release the stent. The stent was reported to have not deployed at all. The procedure was successfully completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; partial deployment.